Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refp4263 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported "patient had a lot of scar tissue from piccs placed in the past. Patient was a difficult access patient. When advancing PICC the stylet got stuck in the scar tissue and would not retract out. The tip broke off and ir had to remove the stylet that broke off in patient." Additional information received 08/03/2021: was there any patient harm reported? Pt had to go to the or to have piece removed. What they're being treated for: PICC was needed for IV antibiotics.